Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. The stapling devices were being used to divide the vein. The staples did not deploy from the reload replaced with a different type of reload to continue. A third type of reload was used to divide the fissure, but the staples did not deploy. It was replaced with another reload of the same type but the same problem occurred. At last, the stapler was replaced to continue. There was no patient injury.